Event description:
On (B)(6) 2010, the pt reported she received an e2 (battery depleted) on her insulin infusion device. She inserted a new battery and then received an e6 (mechanical error). She stated she is using a lithium battery and was advised not to use lithium batteries. She was advised to use alkaline batteries but stated she had no alkaline batteries. The pt stated she did not receive an a2 (battery low) alert prior to receiving the e2. She was instructed to check her device history. She did so and stated there was no record of an a2 alert. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.